Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a heart valve replacement, the zipfix broke off. Another one was used to continue the surgery, however the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) sternal zipfix with needle sterile/20 pack. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 08.501.001.20s, lot: 50p1838, manufacturing site: bettlach, release to warehouse date: may 26, 2020, expiry date: may 1, 2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the sternal zipfix needle sterile-20pk (product code: 08.501.001.20s, lot number: 50p1838) was returned and received at us customer quality (cq) west chester. Upon visual inspection, the needle was found broken at one point and appeared to be cutoff at the other point. Also the needle part appeared separated from the device and was not returned after further decontamination of the device. Device failure/defect identified? Yes. Dimensional inspection: specification: width thickness measured dimensions width: conform thickness: conform device used: hand micrometer . Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings for the part were reviewed. Complaint confirmed: yes. Conclusion: the complaint condition can be confirmed for sternal zipfix w/needle during the investigation. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.